Manufacturer narrative:
Other relevant device(s) are : product ID: 3889-28, lot#: va0j956, implanted: (B)(6) 2014, product type: lead. Other relevant device(s) are: product ID: 3889-28, serial/lot #: (B)(4), ubd: 21-apr-2018, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use. It was reported that the patient played with the device too much and broke it. Patient also reported that the the device was turned sideways due to a car accident. The doctor told them to shut the device off and leave it. The device is no longer in their back it was removed and the wires were left in. No further complications were reported/anticipated at this time.